Event description:
On (B)(6) 2025, the user reported that after pairing a sensor, the ilet device continued to display ¿pairing¿ for over 30 minutes. After restarting the pump, readings resumed. The lowest recorded bg was 58 mg/dl. The event was corrected by consuming carbohydrates followed by a meal. The device provided a low bg alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.